Event description:
Pt had double vision, pain and irritation in left eye. On operating it was found that the implant was broken into many small pieces. Pieces were irrigated and washed. Retina was found attached so no other implant was put in place since the previous implant had done its job well.